Event description:
The consumer reported that the patient noticed on (B)(6) 2016 that their implant was turned and was straight up instead of straight across. The implantable neurostimulator (ins) was horizontal instead of being vertical. The ins was turned up and down and not across anymore. The patient called their health care provider (hcp) and was told to call the manufacturer. The patient had an appointment to see their hcp on (B)(6) 2016 and would speak to them regarding the ins issue. No symptoms were reported. The indications for use for this patient were urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.